Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a prime anomaly from the insulin pump. The customer's blood glucose reading was 345 mg/dl. The customer stated that she had issues with her pump going through the prime loop for a month and a half. The customer stated that the rewind message occurred after an alarm. The customer was advised to hold down the act button until they receive the second series of beeps. The customer stated that the piston did not move at all. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked reservoir tube.